Manufacturer narrative:
The customer reported that the unit was showing an intermittent message requesting to attach the test load during service mode. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. The customer reported that the unit was showing an intermittent message requesting to attach the test load during service mode.

Event description:
The customer reported that the unit was showing an intermittent message requesting to attach the test load during service mode.